Event description:
(B)(6) - the dealer reported that the unknown model and serial numbers power wheelchair controller was not functioning in conjunction with the mkiv rii joystick. There was no patient injury reported.